Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: one broken striated on the anterior. Based on the device analysis the final assessment is: - missing shell due to inconclusive. - one broken striated on the anterior assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.